Event description:
The manufacturer received information that a trilogy ev300 ventilator failed final testing for system leak verification: pressure drop over 10s. No additional information has been provided regarding the alarm. There was no patient involvement, and no harm or injury reported. The manufacturer was informed by the customer that the customer would be taking care of the device repair; no repair services were provided by philips. No additional information has been provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.